Event description:
It was reported that the anesthesia workstation generated technical error codes indicating pressure sensor errors. There was no patient harm. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
Our field service engineer has investigated the reported anesthesia workstation on site. The pressure transducer printed circuit board (pcb) was replaced to resolve the issue and sent back for further investigation. The provided logs confirm the technical error and high continuous pressure. However, there was no issue during the system check out. The returned pressure transducer pcb has been tested in an anesthesia workstation. It passed the system checkout. A case was started for about 5 days. No abnormal found during that case. It passed another system checkout after that. The reported issue could not be reproduced. Therefore, the root cause for the technical error that indicates pressure sensor error is not established. A defective pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. However, by checking the provided logs, the running software is v04.08.01, after alarming for high continuous pressure alarm and a technical error that indicates airway pressure sensor error, the anesthesia workstation was switched to the manual ventilation after that it triggered another issue that it alarmed for a technical error indicates apl pressure exceeded. According to another investigation performed by the manufacturer for a similar symptoms. It was concluded as the following: a sw bug was introduced during the development of release 4.8.0 and corrected once found (during development of release 4.8.4/4.9). Internal investigations show that the situation appears when the alarm ¿high continuous pressure¿ is triggered and the user switches to manual. It is not triggered if the user stays in the automated mode. At ¿high continuous pressure¿ alarm the safety valve is open to relieve the pressure in the system. In manual mode the bug is activated at this time, resulting in that the safety valve is disabled, i.e. Remains open, leaving the system without any pressure. Ventilation via the system is no longer possible. Ventilation through the emergency system on the device or via the mandated manual resuscitator is still possible.

Event description:
Manufacturer's reference #: (B)(4).